Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was receiving inaccurate sensor readings and the physician had concerns due to the patient's hypotension. As a result, the patient underwent a right heart catheterization on (B)(6) 2018 to have their sensor recalibrated by 17.3 mmhg.

Event description:
Additional information received identified taking valid readings based on patient care network database. Also the clinical site confirmed the patient's issue (hypotension) was not related to the hf sensor.